Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer declined troubleshooting from tandem technical support (cts). Customer cleared the alarm and reported that the pump supplies would be changed. Customer¿s blood glucose level was 264-400 mg/dl.